Event description:
A physician report that after treatment in the nasolabial folds and under the eyes with less than one syringe of juvederm ultra xc the patient presented with redness and swelling at injection sites. The physician prescribed antibiotics and applied a cold compress, but the patient was "worst the next day." The physician then injected wydase and dexamethasone and prescribed oral antibiotics to prevent permanent damage and hasten resolution of the symptoms. The physician believes the patient has an "allergy." The patient has had dermal fillers prior to this treatment, and was not on any medication at time of treatment. The symptoms have now resolved. It is not known at this time if the patient has a history of autoimmune disorders or allergies. The physician will provide that information at a later time.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011.